Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a patella 3-pegs p5 (part # nx045) was implanted on october 6 2023. According to the complainant the patient was infected and required a revision procedure. Reportedly the revision was performed on october 14 2024. No further complications were reported as a result of the revision. The adverse event is filed under aic reference xc 100037380 cc 400681245 associated medwatch reports: 2916714-2024-00162 (aic reference no. (B)(4)); 2916714-2024-00165 (aic reference no. (B)(4)); 2916714-2024-00166 (aic reference no. (B)(4)); 2916714-2024-00167 (aic reference no. (B)(4)); 2916714-2024-00168 (aic reference no. (B)(4)); 2916714-2024-00169 (aic reference no. (B)(4)); 2916714-2024-00171 (aic reference no. (B)(4)); 2916714-2024-00172 (aic reference no. (B)(4)); 2916714-2024-00173 (aic reference no. (B)(4)); 2916714-2024-00174 (aic reference no. (B)(4)); 2916714-2024-00175 (aic reference no. (B)(4)).